Manufacturer narrative:
Additional information: on may 6, 2021, mentor became aware of the catalog number and lot numbers of the impacted devices. The relevant fields in this report have been updated to reflect the impacted device attributes (brand name, common device name, procode, catalog number, lot number, manufacturing date, expiration date, UDI and PMA). Mentor also became aware that the patient underwent device removal on (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness, capsular contracture and device migration. This report is for the patient's right-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female underwent primary breast augmentation with unspecified mentor saline breast implants and experienced bilateral capsular contracture and device migration postoperatively. The patient also experienced several unexplained systemic symptoms, including frequent illness, chest pain, brain fog and lumps on both breasts. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient's right-sided device.